Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the failed pulse testing. The cause for the failure was isolated to fractured solder joints at high-voltage capacitors c21 and c22 on the defibrillator pca. The root cause for the fractured high-voltage capacitor solder joints could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was displaying a service code 102 (charge profile fault).